Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced pocket erosion and the implantable cardioverter defibrillator (ICD) system was extracted due to possible infection. It was noted that the patient experienced a headache during morning prep. No further patient complications have been reported as a result of this event.